Manufacturer narrative:
(B)(4). Final analysis found that all three filars were noted to be fractured which contributed to the reported electrical anomalies. The damage found is consistent with occurring during the time of explant.

Event description:
It was reported that the asymptomatic patient presented to the clinic. The right ventricular lead exhibited a loss of capture and sensing and low impedance measurements. A fluoroscopy revealed that the lead was fractured. The proximal part of the lead was successfully removed and replaced.